Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, during the implant procedure, this pacemaker exhibited setscrew difficulties. When the right ventricular (rv) lead was connected, the physician attempted to turn the setscrew, but was unable to do so. Another wrench was provided, but the physician still couldn't turn the setscrew successfully. The wrench was then removed, but the setscrew was attached and no longer connected to this pacemaker. The product was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified the rv setscrew was missing. The ra setscrew was then removed and tested in the rv setscrew port. This testing resulted in expected operation and there were no signs of anomalies. Laboratory analysis was unable to identify the cause of the reported observation.